Event description:
It was observed during the device inspection, that the colonovideoscope air/water cylinder and air/water tube had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; due to wear of flexibility adjustment mechanism toric joint packing joint (o-ring), water tightness is lost; flexibility adjustment ring has a scratch; grip has a scratch; forceps channel port has a dent; air water cylinder has no color; suction cylinder has no color; switch box has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; air/water cylinder has foreign objects; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; scope cover unit has a scratch; scope connector case unit has a scratch; plug unit has a scratch; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; air/water tube has foreign objects; distal end cover has a chip; objective lens has a scratch; light guide lens has a chip; bending tube is deformed; connecting tube is snaking and universal cord has a wrinkle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed the presence of foreign material in the device; however, the probable cause of the malfunction would likely be a leak occurring at the flexibility adjustment ring, although the type of material was not specified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.